Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) to fib cable and acb to display unit cable was replaced to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a system malfunction error that results in an inability to initiate mechanical ventilation. There was no patient involvement.